Event description:
Device was needed for a critically ill pt in an intensive care unit. The first two tubing sets were taken from the storage area and it was found that the latex balloons had deteriorated in the package. The third set was used on the pt. The third set was in good condition.